Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a breast augmentation revision with 425cc textured mentor siltex round moderate profile has experienced postoperative left-sided implant deflation, confirmed by a physician. Patient experienced breast pain and the sensation of implant rubbing against the breast pocket. As a result, the patient underwent bilateral explantation and replacement with unspecified breast implants on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-jun-2020, mentor failure analysis lab completed the evaluation on the suspect medical device. Device evaluation summary: during the visual evaluation of the device, two areas of siltex cracking were observed on the posterior aspect. In addition, parallel lines of shell wear were observed on the anterior view, and one of them was extending to the posterior view. Leak testing was performed, according to the mentor procedure, and it revealed two tears (a and b), each one within an area of siltex cracking. The tear a measured approximately 0.3 cm and tear b approximately 0.2 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A second product was received (5862838). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this 7394546 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation and breast pain complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).